Manufacturer narrative:
(B)(4). Functionally evaluated flex arm rigidity by manually fully tightening and manipulating instrument tip. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a diskectomy the flex arms would not tighten. Although the instruments were used intraoperatively, no patient injury was reported.